Event description:
Reportedly, a 29mm valve was explanted after an implant duration of approximately 5 years and 10 months (70.47 months) due to unknown reasons. No details were provided.

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: the device history record (DHR) review is in progress. The device is being returned but has not been received by our evaluation lab. Details of the event have not been provided.

Manufacturer narrative:
Evaluation summary: the valve exhibited heavy calcification at the free margins of leaflets 1 and 2. Calcification restricted mobility in the leaflets and led to stenosis. Host tissue overgrowth is heavy at the outflow aspect. It covered most of leaflet 1 and parts of its free margin. It encroached onto leaflet 2 outflow aspect by approximately 9mm. Host tissue overgrowth fused the free margins of leaflets 1 and 2 at commissure 2 by approximately 6mm. As received a section of the host tissue overgrowth that most likely covered the free margins of leaflet 1 and 3 at commissure 1 by 5mm, was partially peeled off. Host tissue overgrowth contributed to stenosis as well. At the stent inflow, host tissue is minimal to moderate and moderate at stent outflow. Host tissue overgrowth fused chordae tendineae to the stent, evident at the outflow aspect. The x-ray demonstrates calcification. Method: x-ray. Additional manufacturer narrative: the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Conclusion: the device was implanted for approximately 70 months and was explanted for unknown reasons. However, the evaluation confirms both calcification through x-ray and pannus tissue overgrowth as the most likely cause for removal of the device due to stenosis. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time.